Event description:
The hand held and software were received for analysis on 06/01/2016. Product analysis is underway but has not been completed to date.

Manufacturer narrative:
.

Event description:
It was initially reported that the physician's handheld is extremely slow during interrogation but does not freeze during interrogation. The device did not freeze up during interrogation, but the physician is dissatisfied with the performance and wants the handheld replaced with a tablet. When the sales representative went to the physician's office on (B)(6) 2016 it was identified that the handheld freezes upon the interrogation screen. The handheld still powers up and processes but this causes delays. The handheld has not been received for analysis to date.

Event description:
Product analysis for the handheld and software was completed and approved on 06/29/2016. An analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.